Manufacturer narrative:
Date of event: event date not provided and estimated based on initial aware date. Device evaluated by MFR.: the device was returned for analysis. The visual inspection revealed that the main coil was returned stuck inside a non-boston scientific catheter. After remove the main coil from the non-boston scientific catheter it was observed that it was stretched and detached/separated from the interlocking arm section. The microscope inspection shows the main coil was detached/separated at interlocking arm section. The functional inspection or test could not be performed due only the main coil was returned. The dimensional inspection of the main coil passed the test except for the coil arm outer diameter.

Event description:
Reportable based on device analysis completed on 02dec2022. It was reported that advancing difficulties were encountered. The target lesion was located in the pulmonary artery. A 2mm x 6cm and 3mm x 6cm pe f-idc coil were selected for use. However, both device could not be delivered or withdrawn outside the catheter. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. However, returned device analysis revealed that the 2mm x 6cm coil was detached/separated at the interlocking arm section.